Event description:
The customer contacted baxter's technical service center (tsc) regarding a check patient line alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) close then reopen transfer set, remove tape from the patient line and pull up on lines near door. The hp stated that the patient line contained large gaps of air. The baxter tsr assisted caregiver (cg) with ending therapy and advised use of new disposables. There was no patient injury or medical intervention but there was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the check patient line alarm. The hp reported that the issue was resolved by starting over with new supplies. The hp said that she is new to pd therapy and when she reported this incident to the nurse that she believed it was due to the catheter not being flushed and air was still in hp's system when the catheter was put in. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that she discussed the alarm with their nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).